Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample passed leak test in the plant test lab and a simulated insertion tests. Spike measurements were all within specification. In this case the evaluations did not find any evidence of any problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that spike of the transfer set was not connected to the spike port of the solution bag by the clean flash. The customer found that the spike was not attached to the spike port when the lid of the clean flash was opened after "connecting was completed" was announced. There was no patient injury or medical intervention. There was patient involvement.